Event description:
The physician noted that he calibration was not accurate in the 1064mm handpiece. He used the handpiece on a patient and she complained that it was very painful and then presented with small blue hard coagulated on their legs for more than a month. The patient did not have recent sun, tanning bed, or self tanner exposure before or after treatment. The physician prescribed the betadine plus antibiotic serum (bactroban). The physician plans to treat the scars with a 1540nm non-ablative treatment.

Manufacturer narrative:
Device was not returned; therefore, could not evaluate.